Event description:
The event is reported as: ¿complaint alleges that the circuits leaked during pre-test.¿ no pt injury reported.

Manufacturer narrative:
The device history report (DHR) report has been reviewed and no issues or discrepancies were found, which could potentially relate to this complaint. DHR shows that the product was assembled and inspected according to our specifications. The customer complaint was not confirmed due to the lack of product sample to perform a proper investigation and determine a root cause. The MFR will continue to monitor and trend relating complaints.